Manufacturer narrative:
The investigation is ongoing. At the completion of the plant's investigation, a supplemental MDR will be filed.

Event description:
A hemodialysis inpatient user facility reported a blood leak during treatment. The leak was visualized within the dialyzer, but the source of the leak could not identified. No observable damage was identified on the dialyzer. Blood test strips were used and sent for analysis. Estimated blood loss was less than 30 cc's. Patient had no adverse effects.